Event description:
It was reported that a spectrum pump had "too much air "error when loading a set. The problem occurred during programming/setup at the nursing department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem 'too much air error when loading a set' was not reproduced during evaluation. The device was found to operate within specification during testing. The event history log (ehl) revealed "air-in-line!", however no conclusive evidence confirming the reported problem. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'too much air error when loading a set' was not verified. Troubleshooting the device revealed no hardware/ software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.